Manufacturer narrative:
(B)(4). Batch # n90994.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the clips would just shoot out of the applier before being able to clip the vessel. They would have to retrieve the open clip from the abdomen. The problem started with the initial clip. It is unknown how the case was completed. There were no patient consequences reported.